Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported pt with superficial punctate keratitis, dry eye, blurry vision at lasik post-operative visit. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.